Manufacturer narrative:
E.1. Address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the device was difficult to opperate. There was no report of patient impact. The following information was provided by the initial reporter: customer received bd autoshield duo pen needles and they did not include written instructions. There are pictures instructions, but the customer indicates they are difficult to use. The customer feels that the device itself is overly complicated to use. No adverse events or serious injuries reported. The customer is seeking a credit. Item # 329515. Lot # 2221527. Event date (B)(6) 2023.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd autoshield¿ duo pen needle 30g x 5mm (100 count) the device was difficult to operate. There was no report of patient impact. The following information was provided by the initial reporter: customer received bd autoshield duo pen needles and they did not include written instructions. There are pictures instructions, but the customer indicates they are difficult to use. The customer feels that the device itself is overly complicated to use. No adverse events or serious injuries reported. The customer is seeking a credit. Item # 329515. Lot # 2221527. Event date 04/11/2023.